Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
On (B)(6) 2017: litigation received. Litigation alleges pain, swelling, inflammation, and damage to surrounding bone and tissue, spread of metal throughout the body and lack of mobility. It also alleges that these symptoms were the result of possible loosening of the implant, fracture of bone around implant, dislocation or spread of metal debris from the head and cup rubbing and rotating against each other. There were no medical records for the alleged loosening, fracture, dislocation and metal debris. Shall there be new information received, this complaint will be updated. Update (B)(6) 2017: der received. It was stated that patient underwent removal of asr. Product codes and lot numbers were provided. Added sleeve to the complaint. No other information at this time. This complaint was updated on (B)(6) 2017. Update (B)(6) 2017: medical records received. After review of the medical records for MDR reportability, there is no new information. This complaint was updated on: (B)(6) 2017. Update (B)(6) 2017: pfs and medical records received. After the review of medical records for MDR reportability, it was stated that the patient was revised to address pain, elevated metal ions, and large fluid collection. Revision notes reported large pseudocapsule, grey/black tissue consistent with adverse soft tissue response to metal wear debris, defect in the posterior capsule of the hip, and corrosion on the trunnion. Added stem for the reported elevated metal ions and corrosion. This complaint was updated on: (B)(6) 2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.